Manufacturer narrative:
No product was returned for device analysis. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that there was a problem with air detection alarms in the tube when programming solis cadd pumps in parenteral nutrition mode. The alarm was triggered when there was no air in the tube, making the patient¿s daily care uncomfortable. Per reporter, the problem does not occur every day, but rather periodically. The reported problem occurred during use on the patient, at a distance from the beginning of the infusion, on average, 6h/8h from the beginning of the infusion. The incident does not have clinical consequences for the patient, but it is uncomfortable for them because of the alarms and for the care team that moves. The patient is taking other medications unrelated to this incident. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.